Manufacturer narrative:
As received, a complete lead was returned in two pieces. The reported event of helix failing to extend and retract was confirmed. Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil at the connector region. A tip stiffness test was performed and the results were within specification. The reported events of low sensing, elevated threshold and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage.

Event description:
During a follow-up in clinic, there was a low sensing value, an increased capture threshold, and noise episodes noted on the right ventricular (rv) lead. There was a lead revision procedure planned, and during the revision procedure, diagnostic imaging revealed a cardiac perforation of the apex of the heart and a pericardial effusion was also noted. It was attempted to reposition the lead, however the helix of the lead would not extend or retract, so the lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray inspection found over torque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The helix extension length was within specification. The cause of the reported event of the helix failing to retract and extend was isolated to the helix being clogged with blood/tissue and over torque of the inner coil at the connector region. A tip stiffness test was performed and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported events of low sensing, elevated capture threshold and noise were not confirmed.